Manufacturer narrative:
No blank display anomalies noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self-test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has a blank display even when batteries are replaced. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 113 mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.